Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer reported a blood glucose (bg) level of 348 (mg/dl). A correction bolus was delivered to address bg level. The customer address occlusion alarms by changing infusion site and cartridge; however the occlusion alarms continued. During troubleshooting with tandem technical support, the customer ran a test bolus and the occlusion alarms did not recur. The possibility of scar tissue being an issue was discussed with the customer.